Manufacturer narrative:
Follow-up #1: date of submission 10/12/15 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: there is a dim displlay with red character hue. Two battery compartment cracks exist,above and below bumper pad; audio bolus button cover detached and not present; contamination present under audio bolus button contact. (B)(4)

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.